Event description:
Pt had lumbar fusion with insertion of rod and pedicle screws from l5 - s1 bilaterally. Pt developed right radiculopathy and migration of bone fragments (x2). During the third surgery for severe pain and weakness it was determined that the locking caps that hold the rod to the pedicle screws at s1 appear to be loose. Locking caps were removed, the rods were rebent and new locking caps were implanted. The pt is currently doing really well.